Event description:
It was reported that during an atrial fibrillation procedure, upon withdrawal of the celsius thermocool catheter char was noted on the second electrode. The catheter appeared to be irrigating correctly. Additional information stated that rf power delivery was at 35 watts, there was no impedance changes noted, however, the temperature rapidly rose to mid 40's. The approximate char volume was not provided. However the size of the char was described as full proximal electrode. The catheter was replaced and case was continued. No patient injury was reported.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation procedure upon withdrawal of the celsius thermocool catheter char was noted on the second electrode. The catheter appeared to be irrigating correctly. Additional information stated that rf power delivery was at 35 watts, there was no impedance changes noted, however the temperature rapidly rose to mid 40's. The approximate char volume was not provided. However the size of the char was described as full proximal electrode. The catheter was replaced and case was continued. No patient injury was reported. The returned device was visually inspected upon receipt and char was found on electrode ring #2. Then the returned device was tested for electrical performance, stockert compatibility and thermal sensor response. The temperature and generator test passed, however it failed the electrical test since leakage was observed on electrode ring #2. During dissection, it was noticed that the electrical wires were bent/kinked inside the handle. The electrical test was performed again and all the readings were stable and the leakage disappeared. This prevented the identification of the short location. An irrigation test was also performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the erratic temperature issue could not be confirmed. However, the ECG issue and the presence of char have been verified, but the root cause of the char formation remains unknown.

Manufacturer narrative:
(B)(4).